Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 17-oct-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure and tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced procedural pain ("implantation was very painful"). In (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine inflammation ("uterus was a little inflamed"). On (B)(6) 2016, the patient experienced pain ("in so much pain"), colitis ulcerative ("ulcerative colitis") and functional gastrointestinal disorder ("abnormalities on colon") and was found to have white blood cell count increased ("white count is little high"). On an unknown date, the patient experienced genital haemorrhage ("bled for a month straight - very heavy bleeding"), pelvic pain ("severe pelvic pain"), back pain ("back pain"), dizziness ("dizziness"), night sweats ("night sweats"), allergy to metals ("nickel allergy") with blister, insomnia ("insomnia"), fatigue ("fatigue"), defaecation disorder ("never being able to poop normal") and abdominal distension ("bloating") and underwent cholecystectomy ("gallbladder removed"). The patient was treated with antibiotics and surgery (essure removed). At the time of the report, the medical device removal, genital haemorrhage, procedural pain, pelvic pain, back pain, dizziness, night sweats, allergy to metals, insomnia, fatigue, cholecystectomy, defaecation disorder, pain, white blood cell count increased, colitis ulcerative and functional gastrointestinal disorder outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, allergy to metals, back pain, cholecystectomy, colitis ulcerative, defaecation disorder, dizziness, fatigue, functional gastrointestinal disorder, genital haemorrhage, insomnia, medical device removal, night sweats, pain, pelvic pain, procedural pain, uterine inflammation and white blood cell count increased to be related to essure. The reporter commented: essure device identified in right tube. Diagnostic results (normal ranges are provided in parenthesis if available): blood test on (B)(6) 2016: white cells count high. Computerised tomogram in (B)(6) 2015: essure is in place; on (B)(6) 2016: ulcerative colitis and abnormalities on the colon. Left tube is gone, right tube is in tact and essure identified. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events: essure and tubes removed, gallbladder removed, never being able to poop normal, in so much pain, white count is little high, ulcerative colitis, abnormalities on colon, bloating, uterus was a little inflamed. Treatment drug ¿antibiotics¿ was added. Two new reporters (lawyer and other) and lab tests were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.